Event description:
Report was received from baxter stating that the infusion was completed on 15 hours of therapy instead of the expected 24 hours. Device content info was not provided. Reporter stated that the total fill volume was 240ml. Reporter indicated that there was no pt injury or medical intervention required.